Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "device migration"; "malposition".

Event description:
Healthcare professional reported "device migration" and "malposition" via the national breast implant registry (nbir). This record is for the right side. Device was explanted.